Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The device was found out of specification in relation to the customer reported 'downstream occlusion error' which was reproduced as a false downstream occlusion. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be the force sensor out of calibration. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing at the biomed service department. There was no patient involvement. No additional information is available.